Manufacturer narrative:
Device passed displacement test. However device alarmed a33 during basic occlusion test due to loose/flush drive support disk noted. Unable to perform occlusion test, prime/a33 test and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer's blood glucose value was unknown. Customer stated that the drive support cap appeared normal the device will be returned for analysis.